Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, aneurysm enlargement w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an emergency endovascular treatment for a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The right common iliac artery aneurysm exceeded 30mm. The contralateral leg was decided to be landed on the right common iliac artery as an emergency treatment. The patient tolerated the procedure without endoleak. A staged procedure for the right iliac artery using gore® excluder® iliac branch endoprosthesis (ibe) was scheduled for a later date. On (B)(6) 2023, the staged procedure was performed as planned using ibe. Subsequently, a tendency for aneurysm enlargement was noted. A type ii endoleak, as well as a distal type I endoleak from the left side, was suspected. On (B)(6) 2025, reintervention was performed. Although no endoleaks were detected on intraoperative angiography, coil embolization of the left/third lumbar artery and nbca embolization into the left/fourth lumbar artery and aneurysm sac were performed for the suspected type ii endoleak. In addition, three stent grafts (ibe and iliac extender component) were implanted in the left distal side for the suspected distal type I endoleak. The patient tolerated the procedure.